Event description:
"Caller alleged imprecision with inratio meter on (B)(6)2010. Results as follows:" a 4.6, 2.0, 4.5 and 2.1. "Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2010; inratio: 1.5; lab (different inratio meter): 2.8. Pt has not been on heparin or lovenox and is not anemic. The pt does have cancer but is not taking any medication for it. Pt does not have hypo/ hyperthyroidism or lupus. Pt is not on any antibiotics. Tech support had customer run tests on normal pts not on coumadin. All received a normal result from 0.8-1.2.

Manufacturer narrative:
Investigation pending.